Event description:
Allegedly the patient was revised due to mom complications: high cocr ion levels. Left hip.

Event description:
Allegedly the patient was revised due to mom complications. Left hip.